Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump. Additional text: inflow cannula incorrectly positioned. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: incorrect positioning. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of inflow graft; replacement of outflow graft; replacement of pump. Other intervention: implant device type: lvad. Malfunction device type:.